Event description:
It was reported that the customer's blood glucose level was 30 mg/dl. The customer had a hard time disconnecting at the quick release due to the neuropathy in his hands. He had issues with the infusion sets. The infusion set's adhesive got stuck to his finger and when he pulled away the needle separated from the infusion set. Insulin was squirting out. The customer received a no delivery alarm. The reservoir was showing more insulin than what it showed on the status screen. The customer was not priming his insulin pump correctly. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.